Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer underwent a surgical revision on (B)(6) 2017. The reason for the surgical revision was suspected fracture to the lead; however, upon removal the lead was noted to be dislodged. The date of implant was approximately 10 years prior and the consumer did not report any obvious traumas to the hospital staff. No other information is known, and the product was disposed of at the site. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receive reported that surgical revision was scheduled due to the loss of efficiency. No other information was known.